Event description:
It was reported to philips that the system did not start. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) remotely assessed the system and confirmed that the reported issue was related to the disk bay. The customer removed and reinstalled the hard drive in slot 2 of the host pc, after which the system was returned to good working condition. Philips has implemented a medical device correction z-1151-2024 on the system. The codes have been updated based on the investigation outcome.